Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase of high out of range shock impedances measuring greater than 125 ohms. Technical services (ts) discussed possible causes of the gradual impedance increases with the health care professional (hcp). Ts recommended commanded shock test for further lead evaluation. At this time, the rv lead remains in service. No adverse patient effects were reported.